Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call, the customer was vomiting for two days and the customer couldn't hold anything down so she had to call the emergency medical services and the customer was transported to the hospital. The customer was experiencing high blood glucose was over 600 mg/dl, current 366 mg/dl. The meter was reading high. The cause to the hospitalization was diabetic ketoacidosis; customer was admitted for 3 days (sunday night to wednesday night.) Customer was put on a liquid diet then switched to solids once he was able to keep it down and then he was released. Customer's mother declined troubleshooting on the insulin pump but requested to have the device to be replaced and customer believes the device might not be functioning correctly. Customer's mother agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump had cracked case at the display window corner, cracked lcd window, minor scratched lcd window, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.